Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. The reported "service mandatory 9, transistor voltage" (sm9) prompt could not be duplicated. The returned incident ECG printout, documents a very unstable rhythm with several "check patient" prompts, 2 analyze segments that resulted in "no shock indicated" and 3 "service mandatory 9, transistor voltage" prompts. The "check patient" message is an alert to the user to reassess the patient specifically for absence of pulse or breathing to verify cardiopulmonary arrest before activating the analyze function. The "service mandatory" message with audible beep tone is displayed, with a message of the failure type, when a critical part has failed and the defibrillator is disabled. The hs3000 operating instructions explain these prompts and what to do should they be experienced. Lmas reported this incident to the required authorities. Following this incident, other defibrillators of similar serial numbers experienced the "sm9" prompt and it was found that defibrillators of lot 9820 on the high voltage board caused this error when subjected to high humidity and temperature. The letter to customers is dated 8/17/01. It was determined that lot 9820 resistors were not installed in high voltage boards used in us distributed defibrillators.

Event description:
During an incident, in a foreign country in 2001, involving a male patient, this defibrillator gave the error message "sm9:tr voltage" and it could not be used to defibrillate the patient. They turned the unit off and on three times. Another defibrillator was used to treat the patient who survived.